Manufacturer narrative:
The patient samples were collected in 5 ml red top serum tubes and 7 ml yellow top serum separator tubes. Centrifugation information was not supplied. Qc was performing within the established limits at the time of the event. System checks performed on (B)(6) 2011 and (B)(6) 2011 passed within instrument specifications. Service has not been dispatched for this event. A definitive root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc (bci) in regards to an erroneously elevated thyroid stimulating hormone (htsh) result generated by access 2 immunoassay analyzer for one patient. The result was reported out of the laboratory, and the doctor questioned the elevated result. Subsequent testing produced results below the normal reference range that matched the patient's clinical picture. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.